Event description:
Pt reported, the infusion set is leaking insulin and the self-adhesive is often wet. The lot number of the infusion set was not available. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion set was requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.